Manufacturer narrative:
Reference record: (B)(4). It is unknown if the device involved in the event was removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Stoma site infection, and buried bumper syndrome are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a lump on the lower right aspect of the stoma site with slight erythema. On an unknown date, it was reported that the patient experienced an infection at the lump near the stoma site, and was prescribed keflex for 1 week. It was reported that the patient's stoma site did not improve following antibiotic treatment. On (B)(6) 2023, the patient was evaluated by the surgical team, and an ultra sound was performed of the stoma site. It was reported that the patient received a dose of an unknown IV antibiotic and was prescribed an unknown oral antibiotic. It was reported that the patient was not admitted to the hospital. On (B)(6) 2023, the patient underwent an endoscopy for pegj replacement. It was reported that the doctor was unable to view the internal bumper during the endoscopy, and the internal bumper was assumed to be buried. The patient's tubing was determined to be not used for drug administration and the patient was admitted for surgical review and removal of the peg tube. No further information was provided.